Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated during preventative maintenance the mixer was tripping ground fault circuit interrupter (gfci) when powering the mixer up. The biomed tech stated the transformer looked burnt. The biomed tech was advised customer to swap transformer and stated no smoke, fire or spark was observed. The biomed tech stated a burnt smell was observed. Additional information was request but was not received to date.

Manufacturer narrative:
Initial aware date: 09/29/2017.

Event description:
A biomedical engineer (biomed tech) stated during preventative maintenance the mixer was tripping ground fault circuit interrupter (gfci) when powering the mixer up. The biomed tech stated the transformer looked burnt. The biomed tech was advised customer to swap transformer and stated no smoke, fire or spark was observed. The biomed tech stated a burnt smell was observed. Additional information was request but was not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated during preventative maintenance the mixer was tripping ground fault circuit interrupter (gfci) when powering the mixer up. The biomed tech stated the transformer looked burnt. The biomed tech was advised customer to swap transformer and stated no smoke, fire or spark was observed. The biomed tech stated a burnt smell was observed. Additional information was request but was not received to date.